Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs were displayed on the device. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).